Manufacturer narrative:
Correction: g3 (the date received. The date received field for the initial submission of this MDR was incorrectly completed with the date 12/06/2022. The correct date should be 12/08/2022).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine alarmed with a conductivity low alarm during setup. The concentrate pump stopped pulling fluid and there were no air locks occurring in the pump. It was noted that the pump failed after approximately 3,651 machine hours. The biomed stated during followup that the acid pump was replaced to resolve the reported issue. The machine has been returned to service. There was no patient involvement associated with the reported event. The acid pump was returned to the manufacturer for physical evaluation where evidence of thermal damage was identified.

Manufacturer narrative:
Plant investigation: the acid/bicarb pump was returned to the manufacturer for physical evaluation. Discoloration and cosmetic damage were noted to the cable as indication of thermal damage. No other discrepancies were found during visual inspection. The sample was installed into a test machine for testing. No problems were encountered during powerup. Dialysis functioned properly without receiving any conductivity alarms. The pump was able to pull in and deliver out fluid (concentrate). A continuity check on the cable was found to be satisfactory. The cable did not affect the functionality of the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine alarmed with a conductivity low alarm during setup. The concentrate pump stopped pulling fluid and there were no air locks occurring in the pump. It was noted that the pump failed after approximately 3,651 machine hours. The biomed stated during followup that the acid pump was replaced to resolve the reported issue. The machine has been returned to service. There was no patient involvement associated with the reported event. The acid pump was returned to the manufacturer for physical evaluation where evidence of thermal damage was identified.